Event description:
Patient's condition was stable post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. The right atrial lead was found to be dislodged. An attempt of repositioning was unsuccessful. The lead was explanted and replaced. No other information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.